Manufacturer narrative:
The returned bender was evaluated. A portion of the tip was found to have fractured off in a manner consistent with high force applied to the device during usage. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of a coronal bender worn over time. However, device evaluation by zimmer biomet spine personnel found that a portion of the tip has fractured. There were no reported patient or surgical impacts and the device was able to be used to complete the procedure.